Event description:
It was reported that high lead impedance with resultant low output current was observed on the patient's device. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient underwent full revision surgery. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not include discussion of the x-ray report. F10 health effect ¿ impact code, corrected data: initial report inadvertently did not include code ¿f2203¿.

Event description:
X-ray review report was received, indicating that the vns appeared intact. The x-ray images have not been received for review to date. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.